Event description:
It was reported during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was placed through the cannula and engaged onto the sterile adapter. However; upon introduction through the cannula, the instrument tip immediately defaulted to a right angle position and would not move. The surgeon was unable to manipulate it with the master controller and the scrub nurse was unable to remove instrument from arm. The emergency wrench had to be used to unlock the position and allow for removal. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula was not removed with the instrument. There was no report of missing component identified. The instruments were only removed once, immediately after they were introduced and the tip defaulted to a right angled position. The surgeon could not take control of instrument. Once we removed them they were not introduced through the cannula again. The issue was identified prior to start, post-anesthesia. Information regarding patient demographics, relevant testing, and medical history was requested. However; the reporter was only able to provide the following: the patient was 65 year old male, weighing 105.9kg, and born on 3/30/56.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the proximal end. The root cause of this failure is attributed to component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6) no image or procedure video was provided for review. A review of the device logs for the maryland bipolar forceps (471172-16 /k10220110-0086) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.